Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 failed. The field service engineer inspected the latch and the harness and found that the harness was chipped. He replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 4 failed multiple times which prevented the users from accessing the medications. Customer stated that the users managed to retrieve the medications from another location. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system door failed. The customer stated door failed multiple times a day. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer failed due to latch and harness. Field service engineer replaced the latch to resolve issue. The system functioned as intended.